Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level due to this reported event. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.